Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie failed. A field service engineer was unable to replicate the problem on arrival since it resolved by customer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed cubie. Customer confirmed that the pocket was already failed before they tired to access that med. There were no adverse events or injuries reported based on this event.